Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to open drawers 09 and 10. A technical support specialist remoted into the station and checked for any drawers in a yellow state; none were found. Proceeded to open drawers 08, 09, and 10. The user confirmed the drawers were open and was able to remove the plastic baggie so it would no longer stuck inside the drawers. The user then attempted to issue the medication to patient, but the count was incorrect. The tss advised the user to perform a cycle count and informed them that a discrepancy investigation (di) would be generated and also suggested notifying the appropriate team regarding the previously stuck drawer. Issue resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user close the drawer while a plastic baggie was not properly in place which causing drawer to be jammed out. The affected drawer was drawer 09. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.